Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device "biomed reports error code 1000 during ext self test" . There was no reported patient involvement.